Event description:
It was reported that the device gave an alarm with displayed message, "error 1816". No known adverse effects to patient.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 9b)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the pump was in good condition. Functional testing was performed and the reported issue was able to be duplicated. Simulated use was able to download event log and read out the pump log, but it was not possible to run the pump, the pump reboots. The event log verifies that an event occurred (multiple service due 00 alarms recorded). 1816 error is motor feedback inactive. The root cause of was unable to be determined. Replaced the main board due to rebooting issue. Updated: d5 operator of device. Updated h4: device manufacturing date. Updated g1: manufacturer contact details updated e4: report sent to FDA